Event description:
It was reported that during the thrombectomy procedure, while trying to remove thrombus from the patient's internal carotid artery, the subject catheter was unable to come out of the guide catheter's tip and while trying to push and pull the subject catheter, the tip of the subject catheter was broken during the procedure, and the thrombus was unable to be removed from the patient's anatomy. No further information is available.

Manufacturer narrative:
D4 expiration date - added. H3 device evaluated by mfg - updated. H3 summary attached - updated. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was returned and the reported lot number was confirmed from the returned packaging and the hub. Visual analysis revealed that the proximal end of the catheter was kinked at 6 & 7 cm from the proximal end, the distal 30 cm section of the catheter was deformed and the marker band / distal tip was broken/ fractured. Functional test was not performed as the defect was visually confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicated that the patient's anatomy was very tortuous. It is probable that tortuousity caused the difficulty to advance the device and the subsequent damage noted to the device. Therefore, an assignable cause of procedural factors will be assigned to the reported event, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu, but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the thrombectomy procedure, while trying to remove thrombus from the patient's internal carotid artery, the subject catheter was unable to come out of the guide catheter's tip and while trying to push and pull the subject catheter, the tip of the subject catheter was broken during the procedure, and the thrombus was unable to be removed from the patient's anatomy. No further information is available.